Event description:
Alleged deflation.

Manufacturer narrative:
Deflation reported as the reason for explantation. Device not available for evaluation due to device discarded by surgeon.

Event description:
Alleged deflation.